Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had blood glucose of 341 mg/dl and was very confused, incoherent and clammy. Caller requested assistance with dual bolus and then decided to take customer to the emergency room. It was not known why customer's blood glucose was high.